Event description:
It was reported that the users sensor could not be located during the removal procedure. Despite using multiple localization methods, including magnet, ultrasound, and x-ray, the healthcare provider (hcp) was unable to retrieve the sensor and suspected it had shifted from its original placement site. As a result, the sensor remains in the arm, and no immediate follow-up removal procedure has been scheduled, though a future attempt may occur during the next planned sensor replacement in (B)(6) 2026. A new sensor has been successfully implanted and is performing well without any issues.

Manufacturer narrative:
Difficulty with sensor removal is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation.